Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.